Event description:
It was reported that the during the implant procedure, it was difficult to advance the left ventricular lead into the desired vessel. The lead was not used and a new lead was implanted. The patient did not suffer any consequences.